Event description:
A pt reported experiencing inaccurate erratic results with a one touch ultra meter. The pt's blood glucose results were 312mg/dl, 165mg/dl, 160mg/dl. Tests were done within < 10 mins with a difference of 42%. Pt did not experience any adverse events. No further info has been reported.